Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was able to reproduce the reported complaint and replaced the vio integrated electrosurgical generator unit (iesu) to resolve the issue. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation. Isi has not received the iesu for evaluation. A follow-up MDR will be submitted if the iesu is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the clinical sales representative (csr) contacted the technical support engineer (tse) to inform that the erbe monopolar energy was not working and was displaying a message: ¿check connection to power cable¿. The csr reported that the cable and instrument were replaced, however, the issue persisted. The customer used an auxiliary ft10 electro surgical generator unit (esu) to resolve the reported problem. The nurse reported the first failure occurred the previous evening and recurred the morning of the call. There was no failure or error on start-up. The tse checked the event logs and confirmed erbe m-36 fault. The tse asked the csr to shut down the system and perform an emergency power off (epo), remove the instruments from the patient side cart (psc) and remove the erbe power cables. After these actions, the problem persisted and the erbe monopolar was not working. An auxiliary esu was used to start the procedure, which was completed as planned. At the end of the procedure, a video call was held with clinical engineering where tests were carried out. The caller checked the connections of the erbe and the instruments, replaced the monopolar cable and even carrying out these actions, the erbe monopolar did not work. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information: the same issue was observed the previous day during the last procedure (patient identifier (B)(6)). The customer attributed the issue to the use of the scissors in their last life. The surgery continued without the monopolar functioning. The next day, the issue recurred as the nurse had not informed the team about the problem. The nurse started the robotics protocols normally. The problem was identified after docking the clamps and power cables. The nurse promptly contacted the csr and the hospital's engineering department, who responded promptly. The clamp was changed, cables were changed, the coupling of the scissors on the other arms was changed. The nurse restarted the system and repeated docking, however, the problem persisted. The customer was able to perform the procedure using a auxiliary cautery compatible with the robotic system borrowed from another company.

Manufacturer narrative:
The erbe integrated electrosurgical unit (iesu) was returned for failure analysis and the reported failure was confirmed and reproduced on the erbe connected to the surgeon side console (ssc). M-36/c-06/m-11 errors were found in the logs for the event date, confirming the fault occurred in the field. Visual inspection was performed and the unit had no significant scratches or dents. The front bezel was in decent condition. The system did not detect instruments at ¾ monopolar sockets. There was no monopolar energy from the erbe unit that was placed on a ssc and run in normal mode. Activation request for output was locked by the system.

Event description:
Refer to h11 for follow-up information.